Manufacturer narrative:
(B)(4). Field service engineer inspected the device and verified the alleged malfunction. The ventilator nurse call connector was found to be broken. The graphical user interface (gui) printed circuit board (pcb) was replaced and upgraded the backlight invert boards. The ventilator passed all the requires testing.

Event description:
It was reported that the nurse call did not alarm. There was no patient involvement.